Event description:
It was reported that the user experienced sustained hyperglycemia after receiving steroid injections while the ilet was operating in bg run mode due to a sensor connectivity issue; the agent advised reconnecting to the cgm to enable automated correction, and reports showed return to target range later the same day. Symptoms included elevated blood glucose. Outcomes included temporary impaired glycemic control without hospitalization. Investigation included review of device data and counseling on proper use. Investigation of this case revealed hyperglycemia associated with exogenous steroids and reduced automation efficacy in bg run mode, with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was user condition and therapy limitations rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.